Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4) b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that their previous implant to be broken. Later patient lost over 30 pounds and the implant started shifting around back there. The patient stated that when they went to see the doctor a couple of months ago due the bowel problems and the doctor found that implant wiring was broken. Their doctor eventually placed a new implant.